Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
The camera cord was unstable. There was unstable camera image quality - too much noise (static). There was intermittent loss of image causing there staff to hold the camera in place, however the duration could not be confirmed.

Manufacturer narrative:
Alleged failure: the camera cord was unstable. There was unstable camera image quality - too much noise (static). The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the root cause of the issue reported is cracked traces on the transition board. This issue has been addressed. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
The camera cord was unstable. There was unstable camera image quality - too much noise (static). There was intermittent loss of image causing there staff to hold the camera in place, however the duration could not be confirmed.